Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had been admitted for decompensated heart failure, fatigue and dizziness for six months, increased cough and heavy chest. Percutaneous coronary intervention (pci) was performed and found severe central regurgitation and mild to moderate aortic stenosis. Per the physician, the valve failure was likely related to the degeneration of the valve.

Event description:
Medtronic received information that 5 years 5 months following the implant of this transcatheter bioprosthetic valve, the valve failed. The failure mode was not provided. No treatment was reported. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3. Date of adverse event b5. A fourth paragraph was added. H6. Patient code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 5 years 5 months following the implant of this transcatheter bioprosthetic valve, the valve failed. The failure mode was not provided. No treatment was reported. No adverse patient effects were reported. Additional information was received that six days later, a second, non-medtronic valve was implanted valve-in-valve. No additional adverse patient effects were reported. Additional information was received that the patient had been admitted for decompensated heart failure, fatigue and dizziness for six months, increased cough and heavy chest. Percutaneous coronary intervention (pci) was performed and found severe central regurgitation and mild to moderate aortic stenosis. Per the physician, the valve failure was likely related to the degeneration of the valve. Additional information was received to clarify when the patient was admitted, shortness of breath was also noted. Six days following admission, a cardiac catheterization was performed with the pci.

Manufacturer narrative:
Updated data: b1. B2. B5. H1. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 5 years 5 months following the implant of this transcatheter bioprosthetic valve, the valve failed. The failure mode was not provided. No treatment was reported. No adverse patient effects were reported. Additional information was received that six days later, a second, non-medtronic valve was implanted valve-in-valve. No additional adverse patient effects were reported.